Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01-feb-2019 with the following findings: during investigation, the pump was powered up to a blank display with auditory and vibratory alarms. The pump was opened to find a failed display flex. The test display was installed and functioned properly. Contamination was found under the all the button contacts. The up arrow, down arrow, and ok keypad button contacts were inverted. Animas llc, (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed moisture on the display components, and inverted button contacts. This report is made based on results of investigation completed on 01-feb-2019.